Event description:
Customer experienced light fluctuation errors on iq200.

Manufacturer narrative:
A subject matter expert assisted in the root cause of light fluctuation on the iq200 instrument. The sme stated, a light fluctuation or image error is a flagged sample on the instrument work list. A flagged sample on the instrument work list cannot be released automatically to the lis per iq200 IFU, iq200 series operators manual page 149 p/n: 3004320 rev. C release date: 07/2012. Therefore the risk control with this error could not lead to any patient harm.

Manufacturer narrative:
Iq200 automated urine microscopy unit reporting fluctuation of light bulb due to a crack in the bulb. Fluctuations in light can result in erroneous results. No injuries reported. No change in patient management reported nor any erroneous results generated.